Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old japanese male patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary intervention (hrpci). It was reported bleeding was noted at the access site when impella was fixed. Tobacco anastomosis was performed which subsidized the bleed; however, several hours later the bleeding started again. The patient was administered 2 units of red blood cells. No further information was provided.